Manufacturer narrative:
(B)(4). Above rated balloon pressure. The rated burst pressure (rbp) indicated on the product label is 11 atmospheres (atm). The armada 35 instruction for use states: do not exceed the rated burst pressure. Inflating the balloon higher than the rated burst pressure can damage the balloon or catheter or overdistend the selected artery. The balloon rupture likely occurred due to exceeding the rbp. Additionally, the difficulty removing and separation likely occurred when the ruptured balloon material caught on the introducer sheath during removal. The investigation determined that the reported difficulties and subsequent patient effects were due to case circumstances.

Manufacturer narrative:
(B)(4). Evaluation summary: visual and dimensional analysis was performed on the returned device. The reported balloon rupture and separation was confirmed. The difficulty removing was not tested due to the condition of the device. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation determined that the reported difficulties and subsequent patient effects was due to case circumstances. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the patient underwent a procedure to treat a target lesion in a venous fistula in the right upper extremity. The 10.0 x 60 mm armada 35 dilatation catheter was advanced to the target lesion and the balloon was inflated; however, the balloon ruptured at 18 atmospheres. The device was removed, but met resistance with the introducer sheath and the balloon separated upon removal. A segment of the balloon remained in the anatomy. Attempts were made to remove the separated segment, using a snare device, but the balloon segment remains in the anatomy. There are no plans to remove the separated segment. No additional information was provided.